Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 3000ml dual chamber eva bags leaked ¿at the point where the two chambers meet¿. The reporter stated that there were no issues noted with the bags before use; however, when the patient removed the clamp between the chambers, there was a leak ¿on the one side¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. Visual and microscopic inspection revealed what appeared to be a tear near the seam in the upper right side of the bag where both chambers meet. Functional leak testing was performed and revealed a leak through the tear. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.